Event description:
Hosp safety officer advised the overinfusion of insulin was observed by the nurse when the pump alarmed "keep vein open". To counteract the effects of the overinfusion of insulin 2 amps of d50w were administered at a rate of 150 cc/hr. The pt's blood sugar level was tested 15 minutes later and the pt was determined to be stable. There was no known intervention taken to address the underinfusion of dopamine. The pt was discharged to go home on 9/20/96.